Manufacturer narrative:
Patient had hypoglycemia, bg of 30 was found unconscious by his wife which required third party assistance for treatment. Ems was called, they removed the vgo when they started treatment and gave pt. "Possible glucagon" or dextrose to treat the hypoglycemia. Pt. States he recovered with assistance from ems and he was told his bg was 30 when he was unconscious. Device was not returned for investigation.

Event description:
Type 2 diabetic on vgo 20 since (B)(6) 2017 reported to valeritas customer care that he had hypoglycemia, bg of 30 which required third party assistance for treatment. Pt. Bg around 8:25am was 214, he ate breakfast, took 3 bolus clicks, sat in his recliner and was found unconscious by his wife around 12:30 pm. Ems was called, they removed the vgo when they started treatment and gave pt. "Possible glucagon" or dextrose to treat the hypoglycemia. Pt. States he recovered with assistance from ems and he was told his bg was 30 when he was unconscious. . Pre-vgo pt. Was on levemir 24 units most days (sometimes he would take a unit or two more if his bg was high all day) with novolog per sliding scale at meals; pt. Has not yet discussed this episode with his hcp but he did make an appt. With hcp for (B)(6) 2017. Pt. Denies contributing factors to the hypoglcymia; denies increased physical activity, denies eating fewer carbohydrates at the meal, denies taking more than 3 bolus clicks at his breakfast meal. Device was not returned for investigation.

Manufacturer narrative:
Block d4 - UDI # provided. V-go lot # provided was used to produce multiple finished goods lots. The most current UDI# was provided in block d4 and the other UDI's are listed here: (B)(4). The devices were returned and evaluated. The conclusion results were: returned device appears to have functioned as designed, with the release button partially depressed and 5 boluses remaining. Returned device appears to have functioned as designed, with the release button depressed and 1 bolus remaining. Returned device appears to have functioned as designed, with the release button depressed and 7 boluses remaining. Block d10 - device evaluated. Block e1- initial reporter corrected. Block e2- health professional - no checked. Block e3- non healthcare professional. Block g7- follow up #1. Block h2- correction /additional information checked. Block h3- devices were returned and evaluated. Block h4- date provided. Block h6 - method 10, results 213, conclusion 67. Block h10- manufacturer narrative and corrected data.